Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the 8mm permanent cautery hook instrument broken off the shaft and was hanging on the wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Intuitive surgical, inc. (Isi) received the following information: the instrument tip did not get caught on any patient tissue due to being loose. The issue did not cause any unintended energy delivery to the tissue.

Event description:
Refer to h11 for follow-up information.